Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that yesterday they went to the store for about an hour and had to go to the bathroom 3 times and last night they were up every hour to have to go. The patient mentioned they took extra strength Tylenol every day and at least one pill sometimes for their bad back. The agent reviewed with the patient that they may need to increase their stimulation. The agent offered to walk the patient through making an adjustment, but the patient said they were scared of using the equipment and the handset and communicator had not been charged in a long time. The agent advised the patient to let the handset charge and then call back for assistance making adjustments. The patient stated that they would charge the devices and call back for assistance adjusting the stimulation. The patient called back the next day repeating the same information as in the original call. The agent walked the patient through increasing stimulation to where it was felt comfortably in the bicycle seat area (stimulation was increased on program 7 from 1.1 mA to 1.3 mA). The patient said they would call Patient Services back for assistance if they needed to adjust therapy and would try this new level of stimulation out. The patient had asked the agent why they had a sudden return of symptoms. The patient said they didn't know why they did and said they had a foot surgery a little over 2 weeks ago and was taking Tylenol and they hadn't been moving around a lot but recently they had been up more. The patient was directed to the health care provider.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.